Event description:
Patient was revised to address loosening of the tibial tray.

Manufacturer narrative:
The product was not returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening based on the lack of the product to examine and insufficient information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.